Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced discomfort at ipg, had an appointment for ipg revision on 05dec2023, repositioning was completed from the left low flank and adjusted on the same left low flank side at a deeper level. Therapy was readministered post op to pain areas.